Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report, b5: describe event or problem, d4: additional device information, g3: date received by manufacturer, g6: type of report, h1: type of reportable event, h2: follow up type, h3: device evaluated by manufacturer, h4: device manufacturer date, h6: adverse event problem, h10: additional narrative. Zimvie received one (1) tsv4b8, (imp,tsv,4.1mm,sbm,8) for evaluation. Visual evaluation was performed, there was signs of use with bone debris on the external threads. The implant had markings from removal. No damage identified or signs of malfunction that would contribute to the event. Measurements match drawing. Device history record (DHR) review was completed for the subject lot number 1285371. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1285371 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : non integration : perforated sinus. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was inadequate treatment planning and patient factors. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
Doctor reported non integration and perforated sinus at tooth site 16. Doctor also indicated abscess and performed curettage.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age at time of the event unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. D4: additional device information unknown / not provided. E1: reporter name unknown / not provided. H4: device manufacturer date unknown / not provided. H6: event problem codes ¿ patient code: 1690 abscess.